Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube was broken. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to damage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and damage was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube was broken. There was no report of exposure, injury, or medical intervention.